Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the distal end of the pipeline failed to open. As a result the device was removed from the patient. The patient was undergoing mca bifurcation surgery for treatment of an unruptured, saccular aneurysm with a max diameter of 23mm and a neck diameter of 11mm. It was noted that the vessel tortuosity was minimal. The devices were prepared as indicated per the IFU. It was confirmed that the pipeline was planned in a bend at the distal end, less than 50% of the device was deployed when it failed to open. More than 2 resheathing attempts were made.